Manufacturer narrative:
Unit received with unresponsive keypad menu and down keypad buttons. Unable to perform displacement, and self tests due to unresponsive keypad. Unit was testing with test keypad trace all keypad function properly. Thus software was utilized and downloaded trace/history files properly. Also, found multiple stuck key alarms (61) on event date 03/01/2023 14:26:52, 03/01/2023 14:33:31, 03/01/2023 16:53:59, 03/01/2023 20:38:42, 03/01/2023 21:57:12. In file history. Cut and open the pump found corroded keypad trace. No moisture damage on the electronic assembly, keypad connector, keypad flex tail during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case corner of belt clip rail, label damage, cracked retainer ring. In conclusion, unresponsive keypad menu and down keypad buttons and stuck key alarms in file history due to corroded keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump keypad stuck button alert. Troubleshooting was performed. Customer received a stuck button alarm. Customer stated did not pressed a button down for 3 minutes or longer. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.